Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (20 mg/ml at 1 mg/day) via an implanted pump. It was reported that the pump was not as effective as it was. There were no environmental, external, or patient factors that may have led or contributed to the issue. A dye study was attempted, but they were unable to aspirate. The catheter was replaced. The existing catheter was partially explanted, and the remainder was tied off and left implanted. The issue was reported to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 30-sep-2012, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.